Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
On (B)(6) 2011 the pump was filled with 40 ml of buprenorphine. On (B)(6) 2011, a volume discrepancy was noted. Fourteen ml of "pharmaceutical fluid" was aspirated. The under infusion/discrepancy was calculated to be 66.67%. The physician decided to refill "under precise conditions in terms of refill volume." No rotor or catheter testing was performed. A motor stall and recovery were noted on the pump logs. The pt experienced increased chronic pain and was prescribed oral anti-pain medicine. The plan was to evaluate the reservoir volume at the next refill, which was likely to occur (B)(6) 2011. However, it was later reported the pump was replaced on (B)(6) 2011. A non-medtronic catheter was connected; the catheter had a leakage and was "strongly kinked." Pt outcome following pump replacement was not reported. Additional info has been requested, but was not available as of the date of this report.